Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e801 module. The initial hcg + b result was 18.1 miu/ml. This result was reported outside of the laboratory but no treatment was initiated. Afterwards, a sonogram was performed. On (B)(6) 2018 the initial result was questioned because the result was not consistent with previous data or the results from the sonogram. The initial sample was repeated and the result was 2865 miu/ml. This result was considered to be correct. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 259205. The expiration date was not provided. Preventive maintenance was last performed on (B)(6) 2017.

Manufacturer narrative:
Calibration and qc were acceptable. The alarm trace suggests a possibility of an issue with sample aspiration. A reagent issue is not suspected. No instrument issues were identified. The investigation was unable to find a definitive root cause.